Event description:
As the physicians were pulling the wire out of the pigtail catheter after being placed in the correct position, the wire began to get a thinner caliber (fray like) and coiled. It continued to stretch and they stopped when they met resistance and found part of the wire broke and it was being held together by the small thin coiled wire. They opted to remove the pig tail catheter and wire and place a new one using a new set. We also did a chest x-ray to confirm placement and to make sure no foreign body was found and there was not. Manufacturer response for guide wire, cook medical lock pericardiocentesis set (per site reporter): I emailed our cook account manager today and am waiting to hear back from him.